Event description:
2007 admitted for grade 3 hematochezia and grade 3 anemia. On the next day, flexible sigmoidoscopy with biopsy was performed for hematochezia. Treatment: transfusion of two units of packed rbc's, intravenous fluids, and IV antibiotics. The following day discharged on cipro and flagyl for 7 days. Darbopootin initiated 3 days later. Plan: for outpatient work-up for surgical intervention after cardiac eval. These events of grade 3 hematochezia secondary to rectal ulceration and grade 3 anemia is serious expected and probably related to protocol treatment with radiation (ebrt/imrt) + brachytherapy + taxotere + prednisone. Other contributory factors to be considered are the pt's history of diabetes mellitus, aspirin therapy, and persistent use of tobacco and alcohol.